Manufacturer narrative:
Retainer ring black .customer returned pump for an alleged constant tone/moisture damage/cosmetic damage at the back of the battery tube found on (B)(6) 2021. The insulin pump passed the displacement test and self test. All buttons function properly and no constant tone noted during testing. Successfully downloaded history files and traces using thus/carelink. Pump was cut open to perform visual inspection and found moisture damage on 40 pin lcd flex cable copper connector traces on electrical board 1 and electrical board connector electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Audio/vibrate anomaly/absence of alarm not confirmed. Exposed to moisture confirmed at the electrical board 2. Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump was beeping and took battery out. Customer stated noticed crack on battery compartment around edge when she took bel clip off other day and moisture feels wet. Customer stated insulin pump was cracked and exposed to pool water. No harm requiring medical intervention was reported. The device will be returned for analysis.